Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Subsequently, the pump shut down unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.